Event description:
It is reported that the drill bit broke during surgery and the broken "half" was left in the patient.

Manufacturer narrative:
Evaluation summary: as returned, the drill is fractured in its fluted region. The device had a potential field age of approximately 3 months at the time of failure. Manufacturing documentation was reviewed and was found to be conforming. The device met print specifications where measured. Sem analysis indicates that the device most likely fractured due to an overload situation. Eds analysis confirms that the material is 455 sst. The drill bit was alleged to have broken in the patient. The broken drill bit most likely occurred due to excessive bending moment, torque, or a poor quality pilot hole. Sem examination of the fracture showed a cleavage micromechanism of fracture indicating and overload fracture. Manufacturing documentation was reviewed and was found to be conforming. The device met print specifications where measured. Eds analysis confirms that the material is 455 sst. Details as to why the broken piece was left in the patient are unknown.